Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer stated that they were able to clear alarm, but not able to complete rewind process. Customer stated that insulin pump was stuck into rewind loop with constant insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black patient returned insulin pump with alleged pump error 43, 38 and 130 alarms during attempted rewind on (B)(6) 2021. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43, 38 and 130 alarms noted during test. Device successfully downloaded to thus. Confirmed in the insulin pump history download the device alarmed pump error 43 on (B)(6) 2021 at 21:25, pump error 38 on (B)(6) 2021 at 21:44 and pump error 130 on (B)(6) 2021 at 21:24 due to corroded motor home switch. Found moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Device passed functional testing. No pump error 43, 38 and 130 alarms noted during test. However, confirmed in the pump history download the insulin pump alarmed pump error 43 on (B)(6) 2021 at 21:25, pump error 38 on (B)(6) 2021 at 21:44 and pump error 130 on (B)(6) 2021 at 21:24 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.